Event description:
The procedure being performed was a lung biopsy. The pt was placed on the table in a prone position and the gun was test fired. The pt was given a local anesthetic. A 19 gauge introducer was inserted into the area that required the biopsy. The needle was inserted into the area via the introducer and the gun was fired. The needle operated porperly and a sample was obtained. The needle was reinserted into the pt and the gun was fired. When retrieving the specimen, the dr noticed that the stylet tip was missing. Subsequent x-rays confirmed that approx. 4 mm of the tip was located in the lung, inferior to the lesion, in the right lower area of the lung. A decision was made to leave the tip in place and the pt was informed of the occurrence and the decision.